Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided on the final report. Further information was requested but not received.

Event description:
It was reported that premature battery depletion was observed on the implantable pulse generator. The device was explanted, and a new device was implanted a result. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The reported event of ¿replace generator¿ was confirmed. Analysis of the returned ipg found eri occurred on (B)(6) 2019 and eol occurred (B)(6) 2019. Once the eol stamp was cleared the ipg communicated with all lab utilities and passed all functional testing. The root cause of the reported observation was due to the device having normal battery depletion to the end of life (eol).